Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was reported to be cardiac arrest. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if an autopsy was performed. Peritoneal dialysis therapy was ongoing up until death, but the patient was not connected to the baxter healthcare homechoice device at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Mfg date: the device was manufactured in jan 2014. The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A visual inspection was performed with no abnormalities noted. A functional test was performed and there was no abnormality noted. A power on self-test was performed with no issues noted. A one hour therapy was successfully performed. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.